Event description:
On (B)(4) 2013 the reporter contacted animas alleging that on (B)(6) 2013 the patient experienced elevated blood glucose (bg) of 795mg/dl with sleepiness, irritability, and very frequent urination. The patient was reportedly at his healthcare provider's (hcp) office and was told by his hcp to drink lots of water and to give insulin every hour to correct the high bg. The patient was advised to go to the emergency room if his bgs had not resolved. The patient reportedly had been receiving recurring loss of prime warnings for about a month. The reporter noted that the cartridge cap would not stay secure to the pump and the patient was advised by his hcp that the loss of primes were caused by the loose cartridge cap. The patient reportedly duct taped the cartridge cap to the pump and continued using the pump. The patient's bg reportedly went too low after following hcp orders to correct high bg, down to around 50mg/dl. There were no reported signs or symptoms of hypoglycemia. The patient reportedly consumed food and his bg resolved to 178mg/dl. The patient reportedly did not need to go to the hospital for either of the reported bg excursions. The reported low bg does not meet criteria for a serious injury. This complaint is being reported because the patient allegedly experienced severe hyperglycemia while using insulin pump therapy with use error in using the pump with a loose component as a contributing factor.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows two loss of prime warnings associated with replace cartridge alarms. A pump rewind, load, and prime sequence was performed with no loss of prime being duplicated. A 1 unit per hour basal program was programmed in the pump for a 24 hour duration period; no loss of primes were duplicated during this time period. The force sensor calibration check showed the pump is detecting the correct force. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specification. Investigators were unable to duplicate the loss of prime complaint during the investigation process. Unrelated to the complaint, investigation confirmed that the display lens has multiple scratches on it. Unrelated to the complaint, the keypad symbols were found to be worn, which has no effect on insulin delivery.

Manufacturer narrative:
Recurring loss of prime warnings is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The pump was reportedly alarming appropriately to alert the patient of an issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. A loose cartridge cap is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The patient was aware of the loose cap and continued using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.